Event description:
The patient's father contacted animas alleging that the pump would not power on. The reporter claimed the pump powered off when the patient's hcp attempted to upload pump. The batteries were replaced; however, the alleged power issue remained unresolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. There were no alarms related to the complaint observed in the pump history. Visual inspection found no damage to the battery cap or compartment; the battery cap was able to attach appropriately to the pump. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring.